Event description:
As reported by field clinical specialist, post deployment of the 23mm sapien 3 ultra resilia valve, the patient's right common femoral artery did not have flow down the leg. This patient had prior history of severe pvd in the right common femoral and into the sfa and profunda arteries. The vascular surgeon is going to perform a fem-fem bypass on this patient to restore adequate flow to the lower leg. After speaking with the implanting doctor about this patient, he spoke with the vascular surgeon who performed the fem-fem bypass on this patient. The surgeon told him that she believes the vascular injury occurred due to perclose issues and prior radiation to this area (osteosarcoma). The radiation weakened the integrity of the vessel. The patient has severe pvd throughout the vasculature. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The initial reporter (e.g., physician, nurse) did allege the ew device was deficient in some way. To confirm, one of the tavr operators believed the injury happened due to the esheath, right after the case but before the vascular surgeon performed the surgery. However, the other tavr operator in that case, spoke directly to the vascular surgeon about the cause of injury, and she said it was due to perclose and prior radiation, not the esheath. Patient is currently doing well. She was discharged home with visiting nurse svcs wound vac.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Preprocedural screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14fr sheath is 5.5 mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggested the patient had prior history of severe pvd in the right common femoral and into the sfa and profunda arteries that may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.